Event description:
It was reported that the patient's ipg turned off after patient had gone through a security system. After numerous reprogramming attempts the device as removed and a new ipg implanted.